Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: snaring of dislodged stent from patient. Device issue: stent dislodgement. It was reported that the 3.0 x 15mm promus stent ws deployed in left main. The left main was rewired and an attempt was made to deliver the 2.75 x 18mm promus through the left main into the lad. The stent delivery system (sds) became lodged in the left main stent. While attempting to retrieve the sds into the guide catheter, the 2.75 x 18mm promus stent dislodged and became wedged inside the previously implanted stent. The dislodged stent was snared; however, upon doing so, it was so engaged with the existing, that it explanted the existing stent. Both stents were ultimately removed. A new 3.0 x 15 mm promus was implanted in toe left main, and a new 2.75 x 18mm promus was implanted in the lad. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.